Manufacturer narrative:
Device evaluation: one full radius bonecutter, 5.5mm, platinum device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the used blade presented with poor plating adhesion of the silver finish. The plating was peeling from the nickel strike undercoat. The failure mode of metal shavings was confirmed to be peeling silver plating. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an anterior cruciate ligament reconstruction utilizing the full radius bonecutter, 5.5mm, platinum, it was reported that metal shavings from the blade were in the joint. Metal shavings were present at time of close.